Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 1200mg/dl. Troubleshooting was performed. It was stated that the customer's had high blood glucose because he had been eating a lot of bananas, and he did not know they had sugar in them. It was stated that the customer was in a coma for three days, and in the hospital for five days and his blood glucose was treated with an insulin drip. The caller also mentioned that the customer had pneumonia. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. The insulin pump unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test. The insulin pump had a scratched display window and cracked reservoir tube. No crack on display noted.